Event description:
The article includes information indicating one patient underwent electrode removal because of inadequate pin relief. No information concerning patient outcome was provided. Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006;300-303.